Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a enteral feeding replacement procedure in 2008. According to the complainant, approximately one week after placement, the y-port of the right angle feeding tube came off from the tube and the nutritional supplemental leaked, so red tape was affixed around the part. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device confirmed the y-port is no longer bonded on one side. The cause of this malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted. A search of the complaint database revealed no additional complaints reported for this lot.